Event description:
It was reported that pump generated cartridge alarm 30 and customer saw a high blood glucose reading, although exact value was unknown. Customer gave correction bolus using pump, did not require help from another healthcare provider, and technical support confirmed repeated cartridge alarms with consecutive cartridges and arranged pump replacement. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.